Event description:
The lay user/patient contacted lifescan (lfs) on 9/3/2006 alleging erratic readings on he one touch ultra basic enhanced meter. A medical affairs specialist (mas) mailed a letter to the patient since the user could not be reached for further clinical information. In 2006, the patient obtained a 11 mg/dl on her one touch basic enhanced meter. She did not experience any symptoms at the time of testing. The patient contacted a medical professional for advice / assistance and was tested on another device and received a reading of over 500 mg/dl and was treated with insulin. The patient was unable / unwilling to verify the technique used to apply the blood glucose sample, the time difference between the two meters and where the sample was drawn from. The patient was using non-lfs test strips. Using non-lfs strips can lead to false blood glucose readings. The patient had also been cleaning the meter with alcohol. Cleaning the meter with alcohol can lead to false blood glucose readings. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the incident, how long the patient was using non-lfs test strips and the time difference between the two meter readings. The complaint is still being reported since a medical professional treated the patient for hyperglycemia after she obtained a result of 11 mg/dl on her meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.